Event description:
Customer's wife states that husband passed away. States that customer was off the insulin pump before he passed because it was leaking and taken off by medical personnel. Caller states that she has misplaced the insulin pump and was unable to confirm the serial number. No additional information was provide.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).